Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to experience a asthma and chronic bronchitis. There was no medical intervention required by the patient. The reported event of asthma and chronic bronchitis and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient.   The device has not yet returned to the manufacturer for evaluation and at this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.   Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem.   Section h1 has changed to reflect a malfunction.   Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a patient experienced asthma, chronic bronchitis and a sinus/upper respiratory infection related to a CPAP device's sound abatement foam. The patient did receive medical intervention for the reported events. The reported event of an upper respiratory infection (sinusitis is a form of uri and cough is a symptom of uri) associated with their asthma and chronic bronchitis diagnoses and its reported severity was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience asthma, chronic bronchitis and a sinus/upper respiratory infection. The patient did receive medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).